Event description:
Just after the broviac was inserted in a pt it was noticed that the catheter was not functioning properly. A dye study was carried out which revealed a leak just distal to the tissue ingrowth cuff. The catheter was then removed and replaced.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed no other similar product complaint file (s) from this lot.